Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinder replaced due to right cylinder ballooning. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinder had a leak in the inner tube due to a sharp instrument in the proximal end. The outer tube and the fabric threads were detached from the proximal end of the cylinder as the result of sharp instrument damage. A hole in the inner tube due to sharp instrument damage was present. Based on this investigation a clear probable cause for the event cannot be established as the timing of the damage cannot be ascertained; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinder replaced due to right cylinder ballooning. No patient complications were reported.